Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient was implanted with anterolateral distal tibia plate and the plate broke approximately two months after the implant surgery. A revision surgery was performed and the patient has requested testing to determine why the plate broke. An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: I reviewed the complaint description and x-ray images. I can confirm the plate breakage. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. A broken plate was received. Based on the topography of the fracture surface, the unilateral fracture and the further crack, we can conclude that the implant was subjected to high dynamic bending loads. Constant alternating load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the condylar plate. The implant could not resist the applied force which finally led to the material overload I fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reported to synthes sales consultant by the patient. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.